Event description:
It was reported that during an unspecified procedure, there was a perforation of the artery and a guide wire tip fracture. The lesion was located in the heavily calcified let main/proximal circumflex artery. The physician had made a couple of passes with the burr (size unk) and on the final pass the artery was perforated. It was also noted that the distal segment (40mm) of guide wire tip fractured off at the bend of the heavily calcified circumflex. The physician elected to leave the tip in the patient and placed a covered stent at the perforation to keep the patient from bleeding. A portion of the tip is behind the covered stent, and the remaining portion left in the artery was ballooned against the vessel wall. Patient was intubated and on a ventilator, since then the patient has been taken off the ventilator and extubated. Patient status is unk. Additional information regarding the procedure and patient status has been requested of the health care provider.

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.